Manufacturer narrative:
Product analysis: the hex edges on the center nut show visible signs of rounding from what appears to be overload. A functional test of the crosslink revealed that the center not would lock into place and the sample driver did not slip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Type of procedure: transforaminal lumbar interbody fusion(tlif) it was reported that intra-op, middle nut of crosslink was stripped. The product came in contact with the patient. No patient complications occurred due to this event.